Manufacturer narrative:
(B) (4): conclusion: disease progression resulting in severe posterior aortic neck angulation, at 65 degrees. (B) (4) (intervention required). (B) (4) leak (type iii).

Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approximately 122 months ago. Vessel morphology at the time of implant is unk. It was reported that at 12 months ago, a CT demonstrated that graft had migrated 20 mm distally. The migration and endoleak at that time were resolved with the replacement of three talent aortic cuffs. (MFR: 2953200-2009-00635) currently, the aortic neck has disease progression resulting in severe posterior aortic neck angulation, at 65 degrees. It was reported a recent CT demonstrated that there was a type iii endoleak between two of the talent aortic cuffs. (MFR: 2953200-2010-00315). The pt will be treated within the next 4 months. No additional clinical sequelae were reported, and the pt is fine.